Manufacturer narrative:
G4: 07may2020. B4: 08may2020. The touchscreen assembly was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was isolated to the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/28/2020.

Event description:
It was reported that the ventilator would not accept setting changes. There was no patient involvement. The service engineer (se) inspected the device. The se performed touchscreen diagnostic and it was off. Performed touchscreen and calibration and it passed. The se replaced the touchscreen as a preventative measure and the unit passed all testing.